Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012401613 was returned and analyzed. Visual inspection was performed and the loop catheter appeared intact without any visible issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The catheter was received without the guidewire inserted, and no separate guidewire was received. Prior to the guidewire's insertion, the guidewire lumen of the catheter was flushed using a decontamination solution. The test guidewire was inserted proximally through the luer and threaded along the guidewire lumen of the catheter. The guidewire was extended beyond the tip and retracted without any issues. The guidewire was inserted distally through the distal tip of the catheter and threaded along the guidewire lumen of the catheter. The guidewire was extended beyond the proximal end of the luer and retracted without any issues. X-ray imaging confirmed that the guidewire lumen near to the handle nose was kinked. Electrode wires in the shaft area were observed to be kinked and entangled. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed and using a test catheter interface cable, was connected to the generator. Hipot verification of the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage or breakage and also passed the electrical continuity test. Dissection of the catheter confirmed entangled electrode wires within the shaft 10 inches distally from the proximal end of the shell of the catheter handle connector receptacle. The electrode wires appeared entangled with a kinked guide wire lumen. The primary issue identified was entangled electrode wires within the shaft. Compatibility issues were reported initially but were not reproduced during subsequent testing. The catheter passed all other functional tests and showed normal performance. In conclusion, the loop catheter failed the returned product inspection due to kinked/entangled electrode wires and a kinked guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a pulsed field ablation procedure, while prepping the catheter, after flushing the guidewire felt resistance. The guidewire was advanced out through the distal tip but resistance was still felt. The guidewire was replaced without resolve. The catheter was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.